Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. Pre-dilation was done with a 24mm non-abbott balloon. The perimeter derived of the annulus was 25.9mm. The length of the membranous septum was 5.9mm. Calcification extended from the left coronary cusp (lcc). The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 6mm from the lcc. Post-implant the patient went into heart block and presented with a slow heart rate of 32 beats per minute. A temporary pacemaker was placed. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of atrioventricular block and bradycardia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the exact cause of the reported atrioventricular block could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to manufacture, design, or labeling.